Event description:
It was reported that the patient had received therapeutic effect from the medication but then started to lose effect in 2009. The patient experienced increased spasticity. An x-ray at that time showed a questionable disconnect of the connector from the pump to the catheter. The health care professionals increased the rate of infusion until the patient was at 335 mcg/day of lioresal. The patient was administered 40 mcg boluses every 4 hours with a minimum infusion rate between the boluses. A baclofen assay was performed that revealed a minimum amount of medication or low baclofen. The patient had been maintained on oral baclofen 20 mls, three to four times a day, and oral valium in the morning and in the evening. A catheter replacement was planned. When the abdominal incision was made and the pump was exposed, the connector did not appear to be seated well onto the pump. It also appeared that there was a kink in the catheter. The entire catheter was replaced. The patient was restarted on a lioresal infusion rate of 96 mcg/day and was going to be kept in the hospital as an inpatient for a few days to monitor his status, as the medication was being titrated. Additional information has been requested, a follow-up report will be sent if additional information becomes available.